Event description:
It was reported that on (B)(6) 2026, a 29 mm navitor vision valve was selected for implantation using a large flexnav delivery system. At the start of the procedure, the patient presented with right bundle branch block (rbbb). During pre-balloon aortic valvuloplasty (pre-bav), performed using a 24 mm non-abbott balloon, the patient developed complete heart block (chb). At the end of the procedure, the patient¿s heart rate was documented as 40 beats per minute (bpm). Pacing was continued at a rate of 60 bpm. The patient's status is unknown.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.